Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop had difficulty cutting through the target polyp while cold snaring. It was noted that the device failed to extend when the physician attempted to remove another polyp. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.